Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Caller reported that her son was recently hospitalized due to a high blood glucose level. Caller reported that the high blood glucose level was due to improper usage of the insulin pump by her mentally disabled son. Further details of the hospitalization were not provided. No further information was provided.